Event description:
Approximately seven (7) weeks ago the patient underwent a minimally invasive repair of the mitral valve. About a month later, the patient presented at a sister hospital for what was thought to be an infection as it was unclear why the patient was symptomatic. At that time, the patient admitted to lifting 60-70 lb. Concrete blocks a couple of days after discharge. In addition, while driving a truck to the store, the patient hit a curb and sustained a trauma to the chest from the steering wheel. The patient was diagnosed with severe mitral valve regurgitation and went to surgery for replacement of the valve.